Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex colonic stent was used during a colonoscopy procedure in the colon performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a malignant stricture in the colon. Reportedly, the anatomy of the patient was not tortuous. No visible damages were noted to the stent. During the procedure, the stent deployed prematurely in an undesired location. The physician used rat tooth forceps to remove the stent out of the patient. The procedure was completed with another wallflex colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex enteral colonic stent was received for evaluation. A visual examination of the returned device found that the stent wires were distorted and misaligned across its length. It was noted that the clear outer sheath was kinked 12mm distal to the stent holder. Additionally, it was noted that the dark blue outer sheath was kinked at various positions along its length and the stainless steel shaft was severely kinked 125mm distal to proximal handle. No issues were noted with the movement of the outer sheath distally or proximally. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex colonic stent was used during a colonoscopy procedure in the colon performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a malignant stricture in the colon. Reportedly, the anatomy of the patient was not tortuous. No visible damages were noted to the stent. During the procedure, the stent deployed prematurely in an undesired location. The physician used rat tooth forceps to remove the stent out of the patient. The procedure was completed with another wallflex colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.